Event description:
Breast implants (B)(6) 2011, no issues from surgery; (B)(6) 2011 started with vision issues and dizziness. Then began feeling like I had bugs crawling on my face. Hair loss, heart palpitations also. (B)(6) 2011, collapsed in (B)(6) after feeling like I had been ¿electrocuted¿ with zaps in breasts and face. Was completely disabled after this happened. Taken to hospital. Every scan, spinal tap, test, blood work, tested for disease came back normal. Sent home to eat more protein the neurologist said. Continued to decline with memory loss, unable to walk without help, and bedridden, sent to specialist in (B)(6), he believes implants caused an immune response which left me very ill. I have been fighting all breast implant illness symptoms since. I take many supplements trying to support my immune system. I will be looking at getting these implants out in 2019.